Event description:
The manufacturer received a voluntary medwatch report (mw5186409) indicating that a home health nurse contacted the durable medical equipment (dme) provider to report an issue with a trilogy evo ventilator. The device reportedly displayed a ¿vent inoperable¿ message and the screen became unresponsive. At the time of the event, the patient was not connected to the ventilator, as the device is used only during nighttime hours. No patient impact or injury was reported. The ventilator was replaced and returned to the dme provider¿s biomedical department for further evaluation. The device serial number was not provided in the report. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.